Event description:
Surgery was performed on this pt, and a nerve stimulator was used intraoperatively. When the surgery was completed, the anesthetist removed the nerve stimulator pads from the pt and noticed that the pt's skin was burned, with one area being more severely burned than the other area.